Manufacturer narrative:
Method: device history record review result: based on the DHR review and root cause analysis, the probable cause could not be determined at this time. There were no documented issues and concerns with the manufacturing and inspection processes which may cause dimensional errors or damage to the lens. Physician report does not indicate that any exceptional event or condition would have caused difficulty in insertion and unfolding. Conclusion: based on the complaint history, work order search, device history record review and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Diopter: +18.00. Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation method: lens work order search. Evaluation results: a lens work order search revealed no similar complaint within the work order. Visual inspection of the returned product found the lens optic torn. Pieces of the optic and one loop haptic is torn off and missing. Lens was returned dry. There was evidence of surgical residue on product based on the complaint history, lens work order search and evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted an aq2010v +18.00 diopter three piece silicone lens. They had difficulty inserting and unfolding the lens. The lens was inserted and removed with no patient injury. After insertion the physician felt the intergity of the lens was compromised and decided to remove it. Backup lens, same model and diopter size was implanted. Cause of this incident is unknown. Unknown if lens was damaged.

Manufacturer narrative:
(B)(4).